Manufacturer narrative:
A medtronic representative performed a system checkout and could not replicate the reported event during simulated use testing.

Event description:
A medtronic representative reported that, while in a spinal procedure the surgeon repositioned one screw. The procedure was for removal of prior hardware, 2 level interbody placements, and placement of 7 screws. The surgeon did a final spin with an o-arm and decided to replace 1 screw, feeling it was too lateral. A c-arm and pedicle access kit (pak) needle were used to reposition that one screw. The surgeon completed the procedure with the use of the navigation system there was no impact on patient outcome.

Manufacturer narrative:
Software investigation not completed at time of this report.